Event description:
In 2003, this pt underwent an endovascular procedure whereby gore excluder bifurcated endoprostheses were implanted to treat an abdominal aortic aneurysm. In 2009, this pt underwent an endovascular procedure whereby gore excluder aaa endoprosthesis were implanted to reline the gore excluder bifurcated endoprostheses, due to aneurysm growth from endotension. The pt is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. The response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please refer to PMA supplement. Additional device used: